Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was confirmed. The set was connected to a viaflo bag filled with sodium chloride; however, the solution was stopping at the chamber level. The root cause of this reported condition is unknown. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an infusion set that was blocked at the filter during priming. There was no patient involvement or medical intervention reported. No additional information is available.